Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On may 13, 2021, olympus medical systems corp. (Omsc) received the literature titled "a case of a smooth transition to subsequent percutaneous transjejunal biliary intervention for hepatolithiasis after biliary reconstruction by adding jejunostomy during an emergency operation for perforation due to balloon-assisted endoscopy". This study was conducted on the percutaneous transjejunal cholangioscopy-guided lithotripsy for a (B)(6) year-old woman with hepatolithiasis after biliary reconstruction. In the literature, it was reported small perforation, and as follows; the patient had undergone a biliary diversion operation (resection of the gallbladder and extrahepatic bile duct with roux-en-y hepaticojejunostomy) for pancreaticobiliary maljunction 40 years earlier. The patient was hospitalized with acute cholangitis due to hepatolithiasis after biliary reconstruction. The doctor performed balloon-assisted endoscopic retrograde cholangiopancreatography (baercp) to remove hepatolithiasis. The baercp was performed using a sif-h290. It took approximately 1 h to reach the hepaticojejunal anastomosis because of a long afferent limb reconstruction with adhesion formation. After shortening the afferent limb near the hepaticojejunal anastomosis, the doctor noticed free air around the liver in the fluoroscopy. The doctor discontinued treatment for hepatolithiasis and searched for any perforations, but none were detected. Urgent contrast-enhanced CT showed a large amount of free air and leakage of contrast agent near the afferent limb. The patient underwent an emergency laparotomy. Intraoperatively, a very small perforation was identified on the mesenteric side of the adhesive afferent limb near the hepaticojejunal anastomosis. After suturing the perforation, her postoperative course was uneventful. Omsc assumes that the small perforation was a serious adverse event to submit due to emergency laparotomy needed. Based on the available information, specific information on the subject device was not provided. There is no description of the device's malfunction. Omsc will submit one medical device reports (MDR) of the subject device for the adverse event need for the small perforation needed emergency laparotomy.